Manufacturer narrative:
The insulin pump was received with alarm during rewind test, stuck motor error alarm loop during bolus delivery and alarm confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. We were unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm and alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 160 mg/dl. During troubleshooting, found motion sensor test failed alarm and motor position encoder error alarm. Device was unable to perform the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.